Event description:
User experiencing cross contamination when using the magnapure lc sys. No specific data provided. The investigational unit was not able to identify the root cause to this problem. It was noted, the customer is using non specified sample material, the customer has reported reagent splattering, and the customer does not use ung to eliminate contaminations by pcr prods.